Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture and oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. The cause of the reported incident of loss of capture and oversensing were not confirmed.